Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "getting hot". The device was being used during surgery. It reported that there was no pt/user injury or medical intervention involved with this event. There was no additional information provided.